Event description:
Info rec'd states, "on march 18, 1997, a stent was placed without complications. The pt presented back to the clinic over the ensuing mos doing well. However, on january 19, 1998, the pt presented with some penile edema and a white blood cell count of 40,000. At the time of admission, it was thought he had cellulitis. IV antibiotics were prescribed, cell count dropped to 20,000, but the cellulitis became worse. A cystoscopy was performed which showed his urethra to be open. Over the next few days the edema and cellulitis worsened. A computerized tomography scan was obtained showing an abscess in both corpora cavernosa of the penis. He was taken to the major operating suite on january 29, 1998, where his penis was explored and found that both corpora cavernosa were necrotic and full of purulence and air. This finding necessitated a penectomy and perineal urethrostomy." The stent was removed at this time. The physician also stated, "the relationship of this abscess to the urolume stent is unclear."